Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he experienced a high blood glucose level of 989 mg/dl. The customer stated that his quick serter was falling apart and he was manually putting in the quick set. Customer was having issues due to a broken serter. Troubleshooting was not performed. The serter will be returned for analysis. However, the insulin pump will not be returned for analysis.